Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system encountered error #32056 at startup on universal surgical manipulator (usm) 4. The customer power cycled the system and emergency power off (epo), but issue persisted. Site agreed to disable usm 3 and completed the procedure with 3 usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In logs, the 32056 error was followed by a 1123 error (p3=3) was found on axes controller, arm (aca) indicating i2c fault on the pitch, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where error 32056 was present during power up logs. The usm was then installed onto a patient side cart fixture test platform (pftp) where current failed on the pitch. Once testing was completed, the pitch searchlight flat flex cable (ffc) was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the pitch searchlight flat flex cable in the usm.

Event description:
Refer to h11 for follow-up information.